Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that nurses cannot remove meds and getting error. The technical support specialist recovery and upgrade station errors no longer occur. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system got error during transaction and logged out. The nurse reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.